Event description:
A us distributor notified zoll on 02/12/2015 that a (B)(6) male pt passed away from cardiac related issues while in the hosp on (B)(6) 2014. The time of the pt's death is unk. Review of the pt's downloaded data indicates that the lifevest was last shut down (B)(6) 2014 at 19:42:11. The pt used the same battery pack in the monitor from (B)(6) 2014 intermittently for a total of 34 hrs when the runtime expired. The battery was not replaced. The pt passed away 7 days later. There were no arrhythmia detections or automatic ECG recordings during this time. There are no alleged deficiencies against the device. There is no indication at this time to suggest that the lifevest caused or contributed to the pt's death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device eval of battery pack sn (B)(4) has been completed. As received, the battery was non-functional. The battery had a low output voltage of 1.16v. The cause of the non-functional battery is the low output voltage. The cause of the low output voltage is user error. The pt used the same battery in the monitor from (B)(6) 2014 for 34 hrs when the runtime expired. Device manufacture dates: monitor - 04/2013; belt - 06/2013; battery pack - 08/2013.